Manufacturer narrative:
The qc was acceptable. A general reagent issue was excluded. The investigation did not identify a specific cause of the event. The investigation did not identify a product problem.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The serial number for module 1 was (B)(6), the serial number for module 2 was (B)(6), the serial number for module 3 was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results for 2 patient samples on a cobas 8000 e 801 module. Patient 1: the initial result, obtained on module 1, was 199 ng/l. The repeated result, obtained on module 2, was 8 ng/l. Patient 2: on (B)(6) 2025, the initial result, obtained on module 1, was 20 ng/l. The repeated result, obtained on module 3, was 9 ng/l. The samples were repeated because the initial results did not match the patient's clinical history.